Event description:
It was reported that the device exhibited far p wave oversensing that resulted in intermittent ventricular fibrillation that resulted in intermittent ventricular fibrillation detection and inappropriate high voltage therapy. Low pacing lead impedance was noted. Physician suspected noise post shock. The device remained implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.